Manufacturer narrative:
Initial reporter occupation: purchasing. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire included in a wayne pneumothorax tray became frayed during use with a chest tube. Additional information regarding patient and event details has been requested, but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: d9, h3 investigation ¿ evaluation on (B)(6) 2022, (B)(6) hospital (united states) reported to cook about an issue with a wire guide from a wayne pneumothorax tray (rpn: (B)(4); lot number: 14530164). The wire in a chest tube frayed while being used. It is unknown if there were any adverse effects to the patient due to this occurrence. No other information was provided. Review of documentations including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (fu) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14530164 and subassembly lot ic14383358 revealed no related non-conformances; however, subassembly lot ic14383366 recorded related non-conformances. There are inspections in place to identify these failures, and the devices were scrapped per cook procedure. A database search for complaints on the reported lot found one additional complaint, unrelated to this failure, reported from the field. The information provided upon review of device master record and device history record does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that the wire guide was manipulated through a needle. It is also possible that the patient¿s anatomy contributed to the failure, but cook is unable to confirm either of these. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.